Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump passed displacement test, rewind test, prime seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, insulin pump failed sleep current measurement and detail trace displays charge battery lasts less than expected. Battery, power anomaly problem is isolated to electrical board. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.